Manufacturer narrative:
Expiration date=no expiration.

Event description:
Device analysis performed on the returned electrode found that the shaft of the electrode was separated from the hub. The damage was likely due to unintended excessive external mechanical force.